Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication because the drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in the incident, it was determined that the drawers were offline. A technical support specialist (tss) guided customer to switch the power button at the back of the cabinet to the correct position. After the customer did that, the drawer adapter appeared, and the drawers came back online. The customer was then able to access the cabinet and issue the medication successfully. The system functioned as intended after the technical support specialist guided the customer.